Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm. It was reported that the patient came in to hospital with complaint of pain, soreness, and weakness in left leg. The physician on call put the patient on heparin overnight and performed a fem-fem procedure the next day. The physician stated that the patient did well and is doing well, alive without injury with blood flow to both legs following the fem-fem bypass. The most recent cta was reviewed and it illustrated a limb occlusion on the patients left side at the distal end of the limb. It appeared as though the distal end of the stent graft was not fully ballooned during the index procedure. The left limb thrombosed from the level of the flow divider to the distal end of the limb. The physician stated that they were unsure of the cause, but it appeared as though the distal end of the left limb was not fully expanded. It was noted that the issue resolved after treatment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).